Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during startup, the device displayed a "user interface error" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device logs were returned for review. Our review of the logs indicated a "stylus input" entry was noted. Actions such as wiping the display while the unit initializes can trigger this behavior. The customer confirmed that the device now powers on and operates as expected. The customer has been advised to avoid touching the display during the startup and to wait for the initialization process to complete before interacting with the screen. G1: contact information has been updated.